Event description:
The customer reported the ventilator was alarming during normal ventilation operation due to oxygen unavailable. The customer reported the was in use and there was no patient harm. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. Loss of the oxygen source can be detrimental to a patient. The manufacturers field service engineer was unable to duplicate the reported problem. Applicable final testing was performed to operating specifications.